Manufacturer narrative:
One decontaminated sample without original package or lot number was received for evaluation. After performing visual inspection a crack in the tubing was observed; however, the product is not in its original packaging and there is evidence of manipulation since 2 plastic foreign components were attached to the tube in the area where the tubing is cracked. The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. After evaluating the sample received it was determined that the tube cracked due to incorrect use of the component. Two foreign plastic components (hospital securement devices) were attached to the tube causing the crack. The instructions for use of this component do not require a securement device since it could damage the flexible material of the tubing. The manufacturing process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/11/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the patient required a securement device to be used on the tube. When the securement device was placed on the tube, a crack was found on the tube located at the tip of the nostril. No patient harm or injury.